Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: 2013-(B)(6), explanted: 2014-(B)(6), product type lead, product ID neu_siliconeanchor, explanted: 2014-(B)(6), product type accessory, product ID neu_siliconeanchor, explanted: 2014-(B)(6), product type accessory, product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
Final device analysis of the stimulator revealed no anomalies. Final device analysis of the lead revealed no significant anomalies. The lead had been cut through. Final device analysis of anchor #1 revealed no significant anomalies. Final device analysis of anchor #2 revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stimulator failed and was explanted. The patient had received no pain relief from stimulation therapy. There were no patient injuries. The patient recovered with no sequelae after the device was removed. It was further reported that the patient was seen by a company representative on 2014-(B)(6) for her post-operative appointment as well as on 2014-(B)(6) for sensor activation. No problems or issues were reported and the patient was not seen out of the normal patient follow up regime.